Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the right ventricular lead. A subsequent chest x-ray showed that the lead had dislodged. The patient was scheduled for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
Additional information : h6 codes for type of investigation, investigation findings, and investigation findings.